Event description:
This lead was implanted on an unknown date, and remains implanted this time. A call place to technical service on november 23, 2016, stated that the lead measured 12 ohms, resulting to a low impedance. The physician was unknown at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).